Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No number scrolling anomaly was noted on the display.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump was not working. She stated that the buttons became unresponsive. The blood glucose reading was not known. She stated that the screen was scrolling without input and then the screen became frozen. She stated that the insulin pump may have been exposed to moisture due to humidity. Nothing further was reported.